Manufacturer narrative:
Correction made to b5: it was additionally reported that the patient had blood on their shirt and skin under the area but there was no sign of irritation. The patient removed their shirt and was provided a scrub shirt to wear and their skin was cleansed. A new normal saline bag with new tubing was primed and the patient was given the remainder of the paclitaxel infusion. The patient's skin was reassessed when they were discharged and their skin remained without irritation. H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set had a connection issue at the y-site which resulted in a medication leak. Reportedly, the IV tubing disconnected at the y-junction spontaneously. This issue was further described as, ¿the IV tubing fell apart¿ and ¿it appeared the initial primary tubing that the paclitaxel tubing was y sited into, had come apart at the y site closed to the patient¿. This issue occurred during patient infusion of paclitaxel. There was no report of patient injury or medical intervention associated with this event. No additional information is available.